Manufacturer narrative:
Evaluation results - inherent risk of procedure (dissection). Conclusions: known inherent risk of procedure (dissection). (B)(4).

Event description:
It was reported that during placement of 2 amphirion deep pta balloon catheters to right pta a dissection occurred. The dissection was treated a non-medtronic stent.